Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2015, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the spinal catheter was replaced, on (B)(6) 2021, and resolved without sequelae.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported the patient was receiving fentanyl 2000 mcg/ml at 199.9 mcg/day, bupivacaine 20 mg/ml at 1.999 mg/day, and hydromorphone 5 mg/ml at 0.4998 mg/day via an implantable pump. The patient stated that the therapy was working good for their pain until they fell ¿sometime on (B)(6).¿ on (B)(6) 2021, morphine sulfate was discontinued and hydromorphone was added at 2 mg/day. After their fall they noticed they were not getting pain relief. The patient was brought in for a dye study on (B)(6) 2021 and they could not aspirate but confirmed their catheter was still at its desired location of t10. On (B)(6) 2021 the device was reprogrammed where the simple continuous was decreased to 200 mcg/day. They then decreased the patient's dose from 800 mcg/day with 125 mcg boluses 8 times a day (for a max of 1,777 mcg/day) and did a two-step wean to get us to today where they are getting 200 mcg / day without ptm boluses. A catheter revision was performed where they explanted/replaced the spinal catheter on (B)(6) 2021. They opened up the spinal pocket and attempted to aspirate from the spinal catheter. They were unsuccessful but wanted to do a bolus from the pump while the pump segment and spinal segment were disconnected. This showed that the pump segment was flowing drug well through the system so the issue was isolated to the spinal segment where they could not aspirate. The hcp then took out the spinal catheter and put in a new spinal segment. Once they placed it they was getting csf (cerebrospinal fluid) flow immediately and throughout the procedure. They then attached this to the existing pump segment and closed. They primed the new spinal segment and the patient went home with 200 mcg/day on simple continuous and 50 mcg/bolus 6 times a day. Factors that may have led or contributed to the issue included the patient had a fall "sometime on (B)(6)". It was stated the pump segment of the 8781 was still patent and active in the body. New collet was added in pump pock et and pump segment catheter was 2 pieces. A 8782 was added to the spinal portion of the 8781 in the catheter revision on (B)(6) 2021. It was noted the issue was resolved at time of report/resolved without sequelae on (B)(6) 2021. The patient's status at time of report was alive- no injury. Medications included albuterol sulfate hfa 90 mcg/actuation aerosol inhaler, amitriptyline hcl 25 mg o ral tablet, cyclobenzaprine 10 mg tablet, duloxetine 60 mg capsule delayed release, elavil 25 mg oral tablet, enoxaparin 40 mg/0.4 ml subcutaneous syringe, lyrica 150 mg capsule, multi-vitamin hp/minerals capsule, omeprazole 10 mg capsule, delayed release, senna l axative 8.6 mg tablet, and tylenol extra strength 500 mg tablet. Allergies included baclofen (swelling and vomiting), cephalexin (hives), monohydrate docusate sodium (vomiting), gabapentin (twitching), ibuprofen (hives), naproxen (rash), penicillin's (hives), strawberry, sulfa (rash), tramadol (seizures), vancomycin, and vanilla extract flavor.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the catheter was returned and analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2015, explanted:(B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported a fall approximately 3 weeks ago and has had withdrawal symptoms of nausea, vomiting, sweating, and shaking.  A catheter dye study was order.  Oral pain medication was ordered.  Percocet was administered and dosing was increased.  On (B)(6) 2021 the patient reported waking up in the middle of the night with leg numbness and lost control of bowels and bladder.  The hcp advised the patient to go to the emergency room (ER) immediately.  On (B)(6) 2021 the patient presented to the ER, but was unable to endure all of the ordered imaging.  The patient was advised to find a new ER or see primary care provider immediately.  The patient also reported ER told them catheter was in place.  On (B)(6) 2021 the provider instructed the patient to present for previously ordered catheter dye study despite ER telling them catheter position.  On (B)(6) 2021 a catheter dye study was performed and failed.  The catheter was occluded/kinked.  Revision/replacement was required.  The outcome was noted as ongoing.  The device diagnosis was catheter occlusion and the clinical diagnosis was withdrawal symptoms and lower extremity numbness with loss of bladder and bowel function.  The etiology of the event indicated the relationship of the event to the device or therapy w as related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2021.